Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. An unspecified promus element plus stent was selected to treat the lesion. The stent was deployed successfully; however, when they tried to pass an unspecified post dilation balloon, the balloon caught the edge of the stent. Angiography was performed which showed that the stent was deformed. An unspecified guide wire was readvanced and post dilation was performed using an unspecified 3.5mm balloon catheter. No further patient complications were reported and the patient's status was fine.